Event description:
A patient who was treated on 6/25 with a bilateral l3-l4 mild procedure, was seen in office by the treating physician as follow-up on 7/22 with site tenderness, fluctuant, and drainage was determined to have developed an infection. An MRI with contrast showed 9mm subcutaneous enhancing collection concerning for access at the l4-5 level with extension of inflammation into the bilateral paraspinal muscles (r>l). There was no concern for extension into the spinal canal. The patient's post-procedural pain was manageable, and the patient denied experiencing any symptoms of fevers, chills, weakness, numbness, or incontinence after the mild procedure. Information such as the patient's adherence to any recovery regiment, including the patient's last steroid use during recovery, diabetic status, or any previous health issues with post-procedural healing or ongoing systemic infections could not be obtained. The patient was treated in the hospital with IV antibiotics for the infection and discharged on 7/25a patient who was treated on 6/25 with a bilateral l3-l4 mild procedure, was seen in office by the treating physician as follow-up on 7/22 with site tenderness, fluctuant, and drainage was determined to have developed an infection. An MRI with contrast showed 9mm subcutaneous enhancing collection concerning for access at the l4-5 level with extension of inflammation into the bilateral paraspinal muscles (r>l). There was no concern for extension into the spinal canal. The patient's post-procedural pain was manageable, and the patient denied experiencing any symptoms of fevers, chills, weakness, numbness, or incontinence after the mild procedure. Information such as the patient's adherence to any recovery regiment, including the patient's last steroid use during recovery, diabetic status, or any previous health issues with post-procedural healing or ongoing systemic infections could not be obtained. The patient was treated in the hospital with IV antibiotics for the infection and discharged on 7/25.